Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that multiple call service alarms were recorded. The call service alarms were consistent with causing the display screen to go blank for several minutes. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the case seal to the grip pad. The pump case was removed and no moisture or corrosion was found inside the pump. The complaint of the blank display screen was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump was not working appropriately. The reporter stated the battery was changed, the pump was rebooted and audible sounds were heard but the screen was blank. The reporter stated the pump then made a loud screeching noise and continued to malfunction after three new battery changes. There was no damage or trauma to the pump and no moisture ingress reported. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.